Manufacturer narrative:
, Corrected data: event date was updated to (B)(6) 2021.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device causes pumps to have errors; it is unknown if there was a patient involved.